Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, episodes of oversensing and insulation damage were noted on the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was stable with no consequences.

Manufacturer narrative:
Additional information: as received, a complete lead was returned in two pieces. Multiple internal insulation abrasions were found between the shock coils breaching all the lumens. The etfe cable coating in this region was intact but the right ventricular cable and the ptfe liner were found to be damaged in this region consistent with procedural damage. An internal insulation abrasion was also found under the superior vena cava shock coil breaching the ring electrode cable lumen. One ring electrode etfe cable coating was also found to be abraded in this region. The cause of the reported event of defective insulation is due to internal insulation abrasion between the shock coils breaching all the lumens and the cause of oversensing is due to the internal insulation abrasion under the superior vena cava shock coil breaching the ring electrode cable lumen with abraded ring electrode cable coating. The reported event of oversensing and insulation damage were confirmed.